Event description:
The sales rep reported: matt always told me to summarize any situation that I thought might come up again at some point. So here is my latest. Let me preference this with the fact that the surgeon doing the revision implicitly stated to chad mccormick and I that this was not a complaint and had nothing to do with our product. On (B)(6), I received an email from (B)(4). The patient, (B)(6), that had a medstream pump implanted on (B)(6) by (B)(6), was leaking csf from his incision, the site looked infected, and he would be taken to the o.r. At some point later in the day. He requested we be present, in the event we were needed. (B)(6) and I all arrived mid-afternoon to (B)(6) memorial. Dr. (B)(6) ordered a CT which showed the catheter had migrated out of the spine. This had been a difficult implant and very little of the catheter was actually in the intrathecal space so he was not surprised this happened. He told us that dr. (B)(6) thought the patient had a high inter-cranial pressure and was most likely the reason the catheter backed out. They did not operate until the next day after 1pm. (I did have a discussion with (B)(4) the evening before about preventing withdrawal and considering oral baclofen). The catheter was removed and disconnected from the pump catheter in the flank region. Dr. (B)(6) tied off the pump catheter and closed all incisions. The patient was being admitted overnight. He will receive antibiotics to clear the infection. The plan is to bring him back to surgery in 2-4 weeks, implant another catheter and connect it to his pump. Additional information from the rep stated that no devices will be returned.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.